Event description:
It was reported that a coil break occurred. An embold packing coil was selected for use in a bilateral renal artery embolization procedure. The vessel was mildly tortuous. After implanting a fibered coil with no issue, the embold packing coil was delivered with a pulsation method. It was noted that the coil was not advancing and the coil became detached into two pieces. During an attempt to pull the coil back, it maintained inside the 2.4 french non-boston scientific microcatheter. Several wires were used to push the coil forward and a wire was placed along side of the coil and anchored it against the micro catheter. Everything was able to be retrieved. The procedure was completed with another base and micro catheter. There were no patient complications and the patient status was stable.